Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump squirted insulin out of the device during the manual prime process. The patient's blood glucose at the time of incident was 158 mg/dl. The customer was unable to exit the preparing to prime loop. During troubleshooting the customer did not receive a 2nd series of beeps or any numbers on the screen. The insulin pump will be returned for analysis.